Event description:
The customer reports the compressor delivered low pressure indicated by the low pressure alarm and the compressor's pressure manometer. Upon inspection from the customer, the reported problem was found to be a tripped elbow from the compressor head. There was no pt injury.